Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that pump was rebooting and that the battery compartment was cracked. Reportedly, the battery cap couldn't be secured to the pump after the battery was replaced and that the battery cap kept spinning. Reportedly, the patient was unsure how long the crack had been there and stated that the yellow o-ring was not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: power reset events were observed in the black box to support power loss. The returned battery cap did not tighten securely onto the pump and was not able to maintain the electrical connection. A crack was observed along the battery compartment threads. The battery cap threads were observed to be stripped. During investigation, product analysis was able to duplicate a power loss event. A test cap was then used for a 24 hour test without any reboots observed.